Event description:
It was reported that after a da vinci-assisted right hemicolectomy surgical procedure, the patient experienced bleeding requiring subsequent procedures. The initial robotic procedure was completed with no intraoperative complications and no reported issues with any da vinci related products. Postoperative day one the patient required a second procedure, exploratory laparoscopy with ligation of muscle bleed as a result of bleeding that was identified after a computed tomography (CT) scan. The bleed was identified from the omentum, the surgeon reports using the vessel sealer extend (vse) on that specific tissue. The patient was then brought back on postoperative day six for an exploratory laparotomy with revision of the ileocolic anastomosis diverting ileostomy creation and drain placement due to staple line dehiscence found at the ileocolic anastomosis site. The patient is currently still hospitalized.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for failure analysis investigation. An advanced log review for the vessel sealer extend instrument associated with this event revealed the following: logs show that the vessel sealer extend (vse) in question was installed 5x and passed homing 5x. Qty 85 cut complete events were noted. Logs show qty 113 seal events with qty 17 high initial starting impedance errors. Logs show qty 1 recoverable error corresponding to the high initial starting impedance error seen in logs. The instrument was used for about 44 minutes. Refer to MFR report number 2955842-2024-19588 for additional information regarding the sureform 45 blue reload. Refer to MFR report number 2955842-2024-19589 for additional information regarding the sureform 60 blue reload